Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the unit powered on but would not display anything due to a faulty display lcd. The display lcd was changed. The unit was cleaned, repaired, tested and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reports that the unit failed recertification. Upon triage the technician has found that the unit has a blank screen. There was no patient involved.